Event description:
It was reported that the patient experienced a blood glucose drop to approximately 40 mg/dl and a separate rise to approximately 300 mg/dl; the patient treated the low with sprite and two glucose tablets with subsequent improvement, and the device issue could not be characterized due to insufficient information. Symptoms included hypoglycemia and shaking. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the medical device problem and device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.